Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no image. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h6, h11. The device was not returned to olympus for inspection but the reported failure was confirmed during customer and field service. In addition, the following reportable malfunction was identified during the device evaluation: board set pal replaced (printed circuit board failure). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction no image was due to board set printed circuit board failure. However, the additional malfunction identified during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.